Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. . This is one of three reports (3007042319-2015-02383, 3007042319-2015-02384 and 3007042319-2015-02385) submitted for devices related to the same event.

Event description:
It was reported from belgium that the patient's power sources changed from one to the other earlier than expected. The patient reported hearing beeps during the events. The controller and four batteries were exchanged. The patient reported feeling light headed while the controller beeped and during the controller exchange. Log files were sent. Investigation is ongoing. This is report 1 of 3.